Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse (+), into the upper face (off label use of device). Radiesse (+) was hyperdiluted (reported as hdr), (product preparation issue, off label use of device). The lot number for radiesse (+) was not reported. Patient medical history included rosacea and highly reactive skin. After the radiesse (+) injection, the patient experienced cellulitis and possible hypersensitivity. One to two days after the procedure she had swelling with no associated bruising. The initial swelling resolved. Ten days after the radiesse (+) injection, the patient developed a red streak on one cheek, described as hot and warm to the touch. Shortly thereafter, a similar red streak appeared on the contra-lateral cheek. The patient then experienced increasing swelling and pain, progressing to diffuse facial swelling and tenderness. She presented to the emergency department, where she was diagnosed with cellulitis and prescribed cephalexin for 5 days. The symptoms began to improve, although residual swelling persisted. The patient contacted the physician the monday following the emergency department (ER) visit and was evaluated in-office that day. At the time of evaluation, the physician noted that the patient had baseline rosacea and highly reactive skin, with facial erythema consistent with baseline and no significant visible swelling on examination. Subsequently, the patient reported that the swelling appeared to migrate to the jawline, with a large palpable bump along the right jawline, despite that no lower-face injections were performed. On examination, the physician did not palpate a discrete lump, enlarged lymph node, or focal area of edema. The physician assessed the presentation as a possible hypersensitivity reaction to radiesse (+), consistent with a delayed hypersensitivity response, and prescribed a medrol dose pack. The patient was also advised to continue the antibiotic course. She reported that symptoms were already improving and declined to initiate the steroid. At the time of this report, the physician did not receive further follow-up communication from the patient. Due to the provided information, the outcome of the events was considered as resolving.

Manufacturer narrative:
This case was assessed by merz north america as serious. The events of injection site cellulitis and injection site hypersensitivity were assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported swelling, red streak, hot and warm to the touch, pain and tenderness are considered to be symptoms of injection site cellulitis and therefore were not coded. The patient reported palpable bump was not confirmed by the physician on examination and therefore was not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the upper face is no approved indication for radiesse (+) in us. Dilution of radiesse (+) for injection into the upper face is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site cellulitis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
This case was assessed by merz north america as serious. The events of injection site cellulitis and injection site hypersensitivity were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported swelling, red streak, hot and warm to the touch, pain and tenderness are considered to be symptoms of injection site cellulitis and therefore were not coded. The patient reported palpable bump was not confirmed by the physician on examination and therefore was not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the upper face is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the upper face is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site cellulitis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 16-mar-2026: the reported term possible hypersensitivity was changed to delayed hypersensitivity reaction and the coding remained unchanged. The outcome of the events was reported as unknown. In the opinion of the reporter, the events were related to radiesse(+). Injections into the temples, lateral cheek and periocular are no approved indications for radiesse(+) in us. Dilution of radiesse(+) with bacteriostatic saline for injection into the temples, lateral cheek and periocular is not approved based on the currently valid us instructions for use leaflet of radiesse(+). While the reporting physician did not consider the event injection site cellulitis to require treatment to prevent permanent damage, cellulitis is known to require antibiotic therapy to prevent progression to a medically significant event. Therefore the event injection site cellulitis was considered serious, meeting the criteria of requiring medical intervention to prevent permanent damage. However, even though the patient was prescribed a steroid, she declined to take it and no specific corrective treatment or medically significant consequences were reported for the event injection site hypersensitivity. Additionally, the reporting physician did not consider the event injection site hypersensitivity as life threatening, did not cause permanent impairment, and did not require hospitalization. Therefore the event injection site hypersensitivity was considered as non serious. Causality for the events remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site cellulitis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse(+), into the upper face (off label use of device). Radiesse(+) was hyperdiluted (reported as hdr), (product preparation issue, off label use of device). The lot number for radiesse(+) was not reported. Patient medical history included rosacea and highly reactive skin. After the radiesse(+) injection, the patient experienced cellulitis and possible hypersensitivity. One to two days after the procedure she had swelling with no associated bruising. The initial swelling resolved. Ten days after the radiesse(+) injection, the patient developed a red streak on one cheek, described as hot and warm to the touch. Shortly thereafter, a similar red streak appeared on the contra-lateral cheek. The patient then experienced increasing swelling and pain, progressing to diffuse facial swelling and tenderness. She presented to the emergency department, where she was diagnosed with cellulitis and prescribed cephalexin for 5 days. The symptoms began to improve, although residual swelling persisted. The patient contacted the physician the monday following the emergency department (ER) visit and was evaluated in-office that day. At the time of evaluation, the physician noted that the patient had baseline rosacea and highly reactive skin, with facial erythema consistent with baseline and no significant visible swelling on examination. Subsequently, the patient reported that the swelling appeared to migrate to the jawline, with a large palpable bump along the right jawline, despite that no lower-face injections were performed. On examination, the physician did not palpate a discrete lump, enlarged lymph node, or focal area of edema. The physician assessed the presentation as a possible hypersensitivity reaction to radiesse(+), consistent with a delayed hypersensitivity response, and prescribed a medrol dose pack. The patient was also advised to continue the antibiotic course. She reported that symptoms were already improving and declined to initiate the steroid. At the time of this report, the physician did not receive further follow-up communication from the patient. Due to the provided information, the outcome of the events was considered as resolving. Follow-up information was received on 16-mar-2026: the reported term possible hypersensitivity was changed to delayed hypersensitivity reaction and the coding remained unchanged. The patients initials, date of birth, gender (female) and weight (reported as 155 lbs, approximately 70.3 kg) were reported. She was 47 years old at the time of the events. The patient was injected with 1 syringe of radiesse(+) (1.5 ml) that was diluted with 1.5 ml of bacteriostatic saline, for a total volume of 3 ml into the temples, lateral cheek and periocular (off label use of device), on (B)(6) 2025. A 23 g x 1.5 inch microcannula dermasculpt and a retrograde fanning pattern were used. Topical tetracaine/lidocaine 23/7% was applied for 15 minutes to pilot point area at g point. Xylocaine 2% with epinephrine (reported as epi) 0.1 ml was injected to each entry point. Past aesthetic treatments included multiple sessions of xeomin per year. The patient had no prior aesthetic treatments in the area(s) injected with radiesse(+). Medical history included seasonal allergies and rosacea/eczema. On (B)(6) 2025, ten days after the radiesse(+) injection, the patient experienced cellulitis and a delayed hypersensitivity reaction in the cheeks. Corrective treatment included 10 days of cephalexin, and a medrol dose pack which was prescribed but not started at the time of the report. No relevant laboratory tests were performed. The outcome of the events was reported as unknown (changed from resolving). In the opinion of the reporter, the events were related to radiesse(+). Therefore, the causality was changed from reasonable possibility/suspected to related. In the opinion of the physician, the onset and timing was consistent with a hypersensitivity reaction. The events were not considered permanent, treatment was necessary to accelerate recovery, was not considered necessary to prevent permanent damage, and did not require hospitalization for more than 24 hours.